Manufacturer narrative:
Medwatch sent to FDA on 2/18/2016. (B)(4) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, hardening, induration, redness, swelling, questionable biofilm and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of ecchymosis, pruritus, edema, skin irritation and erythema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Haematomas indurations or nodules at the injection site".

Event description:
Healthcare professional reported reviewing a patient that was injected with juvederm voluma xc in the pre jowls and malar area. Patient developed bruising post injection with no other issues. Seven months later, the patient developed hardening of the pre jowl area in addition to "some redness and swelling that has now resolved." The patient also noted that there was a history of itching that lasted for a day with no pain. It was noted by the healthcare professional that the patient is experiencing a "questionable biofilm" 7 months after injection. Symptoms of induration is ongoing. Treatment with hylase has been recommended but patient has declined treatment.